Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and all the medications in that drawer were grayed out. A field service engineer identified multiple pocket errors, including duplicate errors and ghost pocket errors on a0, b0, and d0, along with a read or write error. Troubleshooting confirmed that replacement of the retractable band, the t board printed circuit board (pcb), and the controller printed circuit board (pcb) was required to resolve the issue. The customer subsequently unloaded and reloaded the medications, performed functional testing, and ran diagnostics, all of which completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and all the drugs in that drawer were grayed out. The customer attempted to recover the drawer; however, it did not resolve the issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.